Event description:
It was reported that this right ventricular (rv) lead has no capture and poor sensing due to dislodgement. Subsequently, this lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.